Event description:
It was reported that there was only partial draw from vacuum deficiency with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: partial draw from vacuum deficiency.

Manufacturer narrative:
The follow fields have been updated with corrected information: reason code for no evaluation: other if other specify:

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was only partial draw from vacuum deficiency with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: partial draw from vacuum deficiency.